Event description:
The user facility biomed reported that the touch screen on the user interface module (uim) is freezing up while on a pt and that the issue is intermittent. It was also reported that the pt was removed from this device, placed on another device and there was no harm to the pt. The user facility biomed reported that they calibrated the touch screen, but they still have problems.

Manufacturer narrative:
Carefusion has requested add'l info from the user facility on the reported event, the status of the pt and info pertaining to the repair of the device. As of 05/21/2015, there has been no add'l info provided by the user facility. (B)(4). The carefusion tech support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The user facility biomed stated that he would discuss ordering a replacement user interface module (uim) to repair the device.